Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was new suture used after removal of the original suture? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Related events captured via 2210968-2021-07861.

Event description:
It was reported that a patient underwent a total left knee replacement on (B)(6) 2020 and suture was used. The patient reported hundreds of suture pieces have been coming out of the knee daily, taking up to four hours to remove. Some suture pieces are microscopic and some are large. The patient further reported that she has undergone six courses of antibiotic therapy to fight infection and cellulitis. More specifically, four courses were bactrim, one doxycycline, and one clindamycin. Additional information has been requested.